Event description:
It was reported that during a ptca treatment procedure involving an unspecified vessel, the maverick balloon burst at below rated burst pressure (approximately 10 atm's) on the first inflation. The device was discarded by the facility. No patient injuries or procedural complications were reported. No other information is available at this time.